Event description:
A report was received that the patient was experiencing tenderness and redness at the pocket site during charging. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the new ipg was relocated. No malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing tenderness and redness at the pocket site during charging. The patient will undergo a revision procedure wherein the ipg will be relocated.